Manufacturer narrative:
(B)(6). The manufacturing location was unknown. The catalog number and the serial/lot number were unknown. Therefore, common device name, device product code, 510k number and device manufacture date were unknown. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported in a marketing survey from switzerland that users would prefer powertool devices with reduced noise and vibration. It was further reported that there were a ¿lot¿ of ¿broken¿ power module devices. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available. There were no injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.